Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Root cause of damaged insulation is attributed to mechanical impacts, such as accidental drops, or collisions with other instrument or hard surfaces during handling or use.

Event description:
It was reported that during central processing procedure, the long bipolar grasper instrument was found to have a damaged insulation. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damage was related to the black conductor wire, which had stripped insulation exposing the wire but remained attached; no functional failures were reported, as the issue was discovered by the reprocessing team.